Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with an infection and pocket erosion. The chronic right atrial (ra) and right ventricular (rv) leads that were implanted since 2004 showed extensive calcification at the svc (superior vena cava) juncture, with no lead vegetations observed. The pacemaker, ra lead and rv lead were explanted and not replaced. The patient was recovering following the procedure.